Manufacturer narrative:
The failure tear in cuff was confirmed in the received sample. Manufacturing process was reviewed and currently, there is no potential risk and the below condition was found: an inflation test is performed for all taperguard products. The operator inspects all products for no leaks and segregates the defective parts. All taperguard products have a resting time of 2 hours. Deflation test is performed for all taperguard products. The operator inspects for no leaks and segregates the defective parts. Once the part is inspected visually, then the instruction provides the guidelines to deflate the cuff. All manufacturing controls were found acceptable and effective to detect the reported failure mode. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had an air leak. The customer reported that the cuff of the removed tube was found to be damaged. It was indicated that the patient was reintubated.